Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and are being corrected on this follow-up #3005168196-2019-01655 MFR report: describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 broke off inside the patient''s leg. Therefore, the physician performed an open surgery ¿cut down¿ to remove the remaining portion of the cat6. No additional information is available.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the patient with the following reference number: mw5088233. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 broke off inside the patient. Therefore, the physician performed an open surgery ¿cut down¿ to remove the remaining portion of the cat6. No additional information is available.